Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range and was swimming with pump. The customer's blood glucose level ranged from 126-127 mg/dl. Reportedly, the customer was able to clear the alarm and resumed insulin delivery. Tandem technical support educated customer on water labeling.